Event description:
It was reported on 04 June 2026, a patient presented with grade 4 functional mitral regurgitation (MR) for a MitraClip procedure using a Steerable Guide Catheter. During the procedure there was difficulty advancing the Non-Abbott Wire through the femoral vein while obtaining transseptal access. A MitraClip XTW was implant. The final MR grade was 1. While in recovery the patient began to decompensate. A computed tomography (CT) scan demonstrated a perforation in the right femoral vein. A stent was placed to treat the perforation. The clip remained stable on the leaflets. However, the patient passed away on (b)(6) 2026. The physician believed the femoral vein perforation contributed to the death.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.